Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. It was reported the cannula was not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose level was running at 500 mg/dl while wearing the pod on his arm for between 24 and 36 hours. He was taken to the emergency room with high ketones (not in diabetic ketoacidosis). She stated that the cannula appeared bent when the pod was removed and the doctors stated he was not feeling well because the cannula was not in the skin. The mother delivered 3 units of insulin via pen, changed the pod, and had him drink water. The patient was also put on an IV with sodium chloride to flush him out. The device was disposed of.